Event description:
A time discrepancy was reported by the customer while updating their device settings. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised monitoring for any recurring discrepancies, to which the customer agreed and understood.